Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015, software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in an oblique lumbar interbody fusion (olif) spine procedure, the images were flipping when the clydesdale trial and implants were being inserted trajectory 2 screen. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.